Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a lumpectomy procedure in 2011 and suture was used. The patient has been experiencing pain for 2 years, since the surgery. The patient's primary care physician felt knots in the left breast that seems like the suture did not absorb. The patient may have suture removed.